Event description:
It was reported that pen needle clog occurred with a pen needle 32x4 asia xtw. The following information was provided by the initial reporter, "pen needle wouldn't dispense any insulin. The end use went to the pharmacy and the pharmacist assumed it was a problem with the pen device. In their investigation they tried other pen needles on the pen device and it worked. The bd pen needle was not bent or broken therefore it was suspected it may be blocked. There was no information on how long the pen needle had been attached to the pen device which may have caused the blockage.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for needle clog.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen needle clog occurred with a pen needle 32x4 asia xtw. The following information was provided by the initial reporter, "pen needle wouldn't dispense any insulin. The end use went to the pharmacy and the pharmacist assumed it was a problem with the pen device. In their investigation they tried other pen needles on the pen device and it worked. The bd pen needle was not bent or broken therefore it was suspected it may be blocked. There was no information on how long the pen needle had been attached to the pen device which may have caused the blockage."